Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 585mg/dl. Customer indicated that they treated with an injection and have had bent cannulas in the past. Customer declined high blood glucose troubleshooting. No further details given.